Manufacturer narrative:
Previously this device was reported on manufacturer report number 2953161-2020-01005. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. It was reported that the diameter of the aneurysm was 52 mm. On an unknown date, a follow-up test revealed distal type I endoleak on right and left sides. It was reported the diameter of the aneurysm enlarged to 70 mm. On (B)(6) 2020, the patient underwent reintervention. The right internal iliac artery was embolized. Additional stent grafts were deployed to extend the right and left limb to the external iliac artery. The endoleak was resolved and the patient tolerated the procedure. The physician stated as follows: the previous evar have completed without issues. However, the common iliac artery became aneurysm due to the disease progression, and additional treatment was performed.